Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was determined to be right ventricular failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event and subsequent patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.